Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing leak. Surgery is scheduled but has not occurred yet. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 1. An aneurysm was noted on the bladder of the reservoir. This was not a site of leakage. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of the reservoir. This pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. It was also concluded that the observed separations in the bladder of cylinder 2 would have allowed the reported ¿leakage¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
According to the available information the titan touch was revised due to leakage.the device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.